Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to dislodgement. A revision procedure was performed where the lv lead was explanted. During the revision procedure the physician attempted to implant two other lv leads without success. Subsequently the lv lead port on the device was plugged. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with blood clogged in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations observed in the field.